Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient became unconscious while the cgm was displaying 4.0 mmol/l. The patient's husband called the paramedics. While they were waiting for the paramedics, the patient started to come to. A bg was taken by the paramedics and it was 1.1 mmol/l. The paramedics treated the patient with 10 mg of glucose and after some time, they provided the patient glucose gel. At the time of the report, the patient was feeling good and reported to have felt sleepy throughout the day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.